Event description:
During troubleshooting of an unrelated alarm, it was reported that the care giver (cg) had disconnected the final bag and connected a different final bag to the set up. The event occurred during use on the homechoice (hc) and the home patient (hp) was connected. The technical service representative (tsr) advised the cg to end the therapy and perform continuous ambulatory peritoneal dialysis (capd) or start over with new supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product during use. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.